Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a venous thrombus. There was swelling and marked dilation of the superficial veins on the patient's left arm. It was noted that the patient was had an occlusive thrombus throughout the entire left subclavian and axillary veins. The patient's medications were adjusted. The patient is a participant in the post approval network clinical study. No further patient complications have been reported as a result of this event.